Event description:
It was reported that an ilet user experienced a dexcom g7 pairing failure with the ilet after attempting to repair the sensor, and the agent guided the user to switch between g6 and g7 and re-enter the pairing code, confirming the sensor was in pairing; this aligns with an intermittent communication failure involving the antenna/electrical-magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between devices consistent with intermittent communication failure involving the antenna/electrical-magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.